Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving the drain complication error message and then, after bypassing to fill 1, the m31 ¿ air detected in cassette alarm, and then the m83 pump a vs. B volume error alarm before canceling treatment. It is unknown at which point in therapy the leak may have begun but the leak was observed in fill 1. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to perform manual exchanges. Upon follow up, the patient stated that their cassette leaked during fill 1 of treatment. The patient stated the leak came from the cassette door and more fluid spilled out when he opened the door. Several ounces of fluid leaked. The patient canceled treatment. No fluid leaked from their dialysate bags. The cycler alarmed with the drain complication error message and then, after bypassing to fill 1, the cycler alarmed with the m31 ¿ air detected in cassette alarm, and lastly the m83 pump a vs. B volume error alarm. The patient then canceled treatment. The alarms occurred prior to the leak being observed. The source of the leak is unknown. The patient did not complete treatment on the night of the reported event. There are no symptoms from the incomplete treatment. The sample cassette is not available for return. The cassette was from their delivery of 9/12/2023. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving the drain complication error message and then, after bypassing to fill 1, the m31 ¿ air detected in cassette alarm, and then the m83 pump a vs. B volume error alarm before canceling treatment. It is unknown at which point in therapy the leak may have begun but the leak was observed in fill 1. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to perform manual exchanges. Upon follow up, the patient stated that their cassette leaked during fill 1 of treatment. The patient stated the leak came from the cassette door and more fluid spilled out when he opened the door. Several ounces of fluid leaked. The patient canceled treatment. No fluid leaked from their dialysate bags. The patient did not complete treatment on the night of the reported event. There are no symptoms from the incomplete treatment. The sample cassette is not available for return. The cassette was from their delivery of 9/12/2023. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.